Event description:
The customer reported that the connection between the therapy port and the therapy cable needed to be manipulated in order for charging of the pads to occur. There was no patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.